Event description:
Customer alleged blood glucose values on the advantage system in the 90's mg/dl, but that the meter stored the following results in memory: 551 mg/dl, 513 mg/dl, 469 mg/dl, 227 mg/dl, 547 mg/dl, 348 mg/dl, 157 mg/dl, 175 mg/dl, 175 mg/dl, 166 mg/dl, 161 mg/dl hi (>600 mg/dl), and hi (>600 mg/dl). No action/treatment based on results was reported. No adverse event was reported in connection with the memory discrepancy. The customer was using comfort curve blood glucose test strips that have been expired for greater than 3.5 years. Product labeling instructs the customer to check the use by date on the test strips each time a test is performed. The customer stated that, although she has type 1 diabetes, she does not take medication to treat her disease, but goes to the hospital if her symptoms are bad. A request was made for the return of the suspect device and replacement product was sent.